Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm4) was not moving as it was supposed to. The customer was able to finish the case as planned. The customer confirmed the system was powered on and usm4 had blue leds, and no errors or messages were present. The customer was able to clutch the usm and move it around with no issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation; however, the evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported issue was confirmed and replicated. In system logs, 1126 and 31226 errors were found indicating fibers errors on the clock-spring, parallelogram, and rolling loop fibers confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram, and rolling loop fibers. Once testing was completed, the clock-spring, parallelogram, rolling loop fiber assemblies were applied behavior analysis (aba) tested and verified to be the source of the fault. The probable root cause is due to an issue with the rolling loop, parallelogram, and clock spring fiber within the usm. This can be resolved by having the fse replace the usm.